Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center found no image displayed and a black screen with endoscopes exera I and exera ii (old generation scopes). This event is due to a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while preparing for use, with the evis exera iii video system center the light transmission does not work correctly with endoscopes of the type of gif q165 and sif q180. The image on the monitor remains dark despite the light being switched on. The endoscopes are ok because they work on other systems. In contrast, an endoscope of type h 185 runs perfectly (light, brightness) on our video processor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.